Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reattached the row cable at the trays and at the drawer controller printed circuit board (pcb), also reattach the protector cable and the internal pixie bus cable performed hardware test application (hta) self-test and cleared this machine for use. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer malfunction occurred, preventing it from opening. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.